Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced an embolic stroke with hemorrhagic conversion followed by a massive bleed. Medical support was withdrawn and the patient expired. The pump, (B)(4), was returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files revealed parameters to be within the normal operating range. Pathology exam concluded that the gross findings were unremarkable with no gross evidence of device complication or thrombus formation. Functional and dimensional testing was not performed as the pump was discarded accidentally after returning from pathology. This is a onetime event and the appropriate training will be performed. The most probable root cause of the reported event cannot be conclusively determined; however, there are patient, procedural and pharmacological factors that may have contributed to this event. Stroke/neurological dysfunction and death are known potential clinical adverse events associated with vads as outlined in the IFU. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) states: the lvad system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of heart fa from refractory end-stage left ventricular heart failure. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks and adverse events including death. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that this patient (male, (B)(6)) fell while at home but remained alert with no obvious deficits. However, 45 minutes later the patient had left-sided weakness, predominantly in the left lower extremity, followed by left facial droop and slurred speech which was noted in the emergency room (ER). The patient's international normalized ratio (inr) was 1.8 on admission. The patient was taking warfarin and aspirin at the time of the event. A computed tomography (CT) scan of the head showed no acute abnormality. The patient was transferred to another facility with a suspected embolic stroke. CT scan showed a large intracranial bleed at the second facility. It was stated that the episode began as an embolic stroke on (B)(6) 2014 with hemorrhagic conversion on (B)(6) 2014 followed by a massive bleed on (B)(6) 2014. There was no pump malfunction related to the event and no high power alarms or evidence of thrombosis. Medical support was withdrawn and the patient died on (B)(6) 2014. The pump was explanted and was returned to the manufacturer for evaluation. No further autopsy was performed.